Manufacturer narrative:
. H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection confirmed a damaged mains power inlet port. The functional evaluation found that the device would not power on and could not be charged, establishing a relationship with the event reported. The root cause has been identified as a failed main circuit board, with the inlet port as a contributing factor. Although the damaged inlet port has been confirmed, the cause of the damage remains unknown. However, factors that are known to contribute to this type of issue included general wear and tear, improper storage, mishandling and drop damage. A review of manufacturing records for the reported lot/batch, found no non-conformances or anomalies during production. The device/product met all specifications upon release into distribution. Complaint history for the reported events has been reviewed, revealing further instances. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that during service evaluation the mainboard was showing no function and the dc port was found broken therefore battery cannot be recharged. No patient involved.